Event description:
It is reported by the nurse that the coils of the reamers are melting and that it wasn't possible to push the 3mm k-wire through the reamers. The k-wire stuck in the ao coupling.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed all returned reamers to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamers returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The constricted inner spirals block the inner diameter of the reamer shafts and a guide wire insertion is no longer possible. Previous complaints are known reporting the same issue. Pms identified a negative trend and an nc was initiated to address this issue. During nc investigation some reamers were evaluated by an external lab. The investigation revealed that the material of the flexible spiral is within specifications. Furthermore the welding process ¿orbital welding¿ leads to a bigger heat affected zone than the old welding process ¿electron beam welding¿. The heat affected zone reduces the hardness of the last winding of the inner spiral to approx. 50%. Due to over bend the area flexible shaft to inflexible head/adapter it is possible that the inner spiral got plastically deformed at the point where the hardness is reduced; a guide wire insertion is no longer possible. It is most likely that the reamer shaft and the inner spiral got plastically deformed during cleaning: to clean the flexible spiral it is often necessary to bend the flexible shaft manually without an inserted guide wire. Near the cutting head and the adapter the flexible area runs over into the un-flexible adapter and cutting head. Bending of these areas caused a lot of stresses to the material; in combination with the weak spots and too high bending forces the inner spiral could be plastically deformed. However, over bending of the reamers is related to an improper handling/cleaning. No non-conformity identified.

Event description:
It is reported by the nurse that the coils of the reamers are melting and that it wasn't possible to push the 3mm k-wire through the reamers. The k-wire stuck in the ao coupling.